Event description:
It was reported that during the procedure, after performing pre-dilatation with a 2.5mm non-abbott balloon catheter, a 2.5x38 xience xpedition stent delivery system (sds) was advanced toward a mildly calcified, eccentric, 90% stenosed, de novo lesion in the moderately tortuous distal right coronary artery, however, the sds failed to cross the lesion due to patient anatomy. During withdrawal without difficulty, the shaft separated approximately 20 centimeters distal to the hub. A non-abbott 2.0-millimeter balloon catheter was able to cross the lesion. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: sion; guide cath: axess al2. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.